Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large hem-o-lok clip applier instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported that the large hem-o-lok clip applier instrument was not closing well and was unable to clip. They tried to use different batch of clips but still did not work. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the incident occurred while the surgeon was attempting to apply a clip on a vessel during the first and second clip application. The issue was resolved by changing out the clip applier.